Manufacturer narrative:
The device was returned to olympus for evaluation. The customers allegation of the forceps adjustment malfunctioning, was confirmed. The leak was between the up/down and right left knob, due to a crack located at the forceps elevator, and was due to mishandling of the device. Additional findings were found and are as follows: (a.) The light guide lens was cracked. (B.) The objective lens adhesive is discolored. (C.) The light guide is dirty. (D.) The left arm is corroded. (E.) Due to dirt on the light guide lens; illumination is uneven. (F.) Due to a cut on the knob wire; the forceps does not rise up at all. (G.) Due to wear of angle wire; the play of the up/down knob is out of the standard value. (H.) The distal end has corrosion. (I) and the connecting tube has a wrinkle.

Event description:
The customer reported to olympus, the evis exera ii duodenovideoscope forceps adjustments are malfunctioning. The event was detected during estimation. There is no report of patient harm or injury associated with this event. Subsequently the device was evaluated and detected confirmed, the customers allegation of the forceps adjustment is malfunctioning (can result in loss of guide wire positioning). This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to the light guide (lg) lens glue was peeled by physical stress such as hitting or dropping the distal end, chemical stress due to chemical solutions used, resulting in humidity invading inside the lg-lens and caused corrosion. The event can be detected by following the instructions for use (IFU) which state: operation manual chapter 3 preparation and inspection. Olympus will continue to monitor field performance for this device.